Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the sensor failure alarm occurred frequently. The customer performed the procedure by connecting the transducers. The sensor cable was suspected to be torn. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was found on the catheter tubing and inner lumen approximately 76.2cm from the iab tip. Additionally the optical fiber was found to be broken within the membrane approximately 22.1cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).